Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. "The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the air sensor was changed to solve the issue. Despite several requests for part return and attempts to collect additionnal information, we did not receive anything that would allow us to go further with this investigation therefore the root cause of the reported issue could be linked to a defective air sensor but cannot be confirmed. To our knowledge this complaint is not being related to patient safety." This complaint is considered as not confirmed the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: replaced defective air detector as it was alarming constant air detector alarms. Attempted re-calibrating but got communication error. Installed new sensor and problem went away, recalibrated and tested okay. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.